Event description:
A customer contacted beckman coulter inc., (bec) and reported less than 10 ml of diluent leaked from the probe rinse cup to the counter top and onto the floor from the coulter lh 500 hematology analyzer while performing startup. The instrument had been idle over the weekend and customer noted dried cleaner on counter top monday morning. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. There was no biohazard exposure to mucous membranes or open wounds. No one sought medical attention. No errors were noted. No patient results were affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse stated he did observe the leak, but could not determine if it was tubing at the blood sampling valve (bsv) or bsv itself that was leaking. The fse replaced bsv and trimmed all tubing ends and reattached them to the new bsv, resolving the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Although fse fixed the leak, a clear cause of the event is unknown. (B)(4).